Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading at time of the call was 240 mg/dl. Assisted nurse with changing the basal rate. Instructed nurse to have the customer call back. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at time. We therefore consider this report complete to the best of our knowledge.